Event description:
Customer reported that the device had messages/service codes. Physio- control evaluated the device and found that it was unable to complete the boot up cycle. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio- control replaced the programmed user interface pcb and system controller pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.